Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4)

Event description:
Report 3 of 3, customer contacting ortho to report 3 events of false negative reactivity against donors to the 0.8% resolve panel a lot# vra248 where positive reactivity was noted to their 0.8% selectogen and the 0.8% resolve panel b 3rd event occurred on (B)(6) 2016, where a patient with no history was tested with the same listed lot of screening cells and a 1+ against cell#1 and 2 were noted to both donors to the listed 0.8% selectogen. 0.8% panel a was then tested and only the homozygous donors reacted with a weak 1+(cells 2 and 9) and the heterozygous donor cell#6 did not yield any reactivity . Further testing was performed on the patient with 0.8% resolve panel b and all fya+ donors reacting with a strong 1-2+. Screen tested with 15min incubation whereas panel studies are performed with a 30min incubation. Frequency: 3 events. Microtubes/wells or cell (donor #) affected: e+ and fya+ donors to the listed panel a. Methodology used: manual gel. Incubation time (for manual test only): 30 min . Reaction grade obtained: negative. Customer was expecting: positive . Test repeated: no. Method used to repeat: same. Mts anti-igg gel cards used in testing. All 3 patients were tested on the same day of collection. Customer does not perform qc testing to their 0.8% resolve panels. Ortho referred the customer to the IFU to the 0.8% resolve panel that does make a qc recommendation. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: 2-8c. Stored underneath direct light source: no. Customer making no deviation from the outlined procedure listed in the IFU. Ortho has confirmed that no incorrect tor erroneous results were reported as a result of all 3 reported events. Customer performs their testing of their panels at a 30min incubation. Only 1 box of the listed 0.8% panel a on site. Customer ensured that the 0.8% resolve panel cells are re-suspended correctly. Cell buttons to each card all have normal appearance. Customer's concern with the lack of reactivity when compared to their 0.8% resolve panel b. Ortho advised the customer that the concern would be further investigated. Customer indicates their lack of confidence with the testing of the listed lot of 0.8% panel a and is requesting the replacement of the lot. Ortho advised the customer that replacement lot would be shipped as requested.